Event description:
It was reported that the device was used during a hals sigmoidcolectomy, the staples did not form properly, the distal half of the staple line was malformed. Another device was used to complete the case. There was no consequence to the patient.